Manufacturer narrative:
H3: one used product was returned for evaluation. Visual inspection identified no damage or anomalies. Functional testing was performed where the hotline warming set was installed on a hotline fluid warmer (model: hl-90. Upon turning on the fluid warmer, the recirculating fluid was observed to leak from both the upstream and downstream luers on the warming set, through the infusate fluid path. The customer issue was confirmed, and the root cause of the issue was found to be a tubing extrusion error during manufacturing.

Event description:
It was reported that leakage occurred at the chamber connection part while the product was in use with a patient. The event took place in a hospital and was managed by a health professional. It was not reported to the FDA. There was no patient was injury.